Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the there is an ECG failure. There was reportedly no patient involvement. Available details indicate that the device was evaluated onsite. Self-test was performed and the hardware error logs were checked, the issue was confirmed. The ECG trunk cable was disconnected and reconnected resolving the issue. The engineer confirmed the device was operational after the cable was disconnected and reconnected. There were no parts replaced and the device remains at the customer site.